Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe tip was broken during vitrectomy surgery. The surgery was completion was unknown. There was no patient harm reported.

Manufacturer narrative:
One opened probe was received, without a tip protector and a broken needle, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the needle broken at the port, and then needle/inner cutter broken off at the stiffener. A wear evaluation could not be performed as the inner cutter could not be extracted from the needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo was reviewed by the investigation site. The photo shows a probe needle with the port broken at the tip distal end. The complaint evaluation confirms the probe needle was broken at the port and the needle/inner cutter broken off at the stiffener. The exact root cause of the broken port and broken needle/inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site , including use during surgery. An exact root cause for the broken port and needle/inner cutter was not determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).